Event description:
The customer reported that an employee has been "experiencing an oily taste in the back of his throat a week and a half prior to service being completed on the 100nx for oil misting." The employee sought medical attention and a culture was taken. Medication was not prescribed. The employee reported that he had a lot of phlegm more than usual. The asp field service engineer (fse) went to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse arrived and found unit "ready to use." The fse checked oil filter assembly for leaks, ran empty chamber cycle and monitored system for any oil mist. No oil mist found. The fse performed required tests. The unit meets factory specifications. This issue has been addressed with a customer letter related to correction & removal.